Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced ineffective stimulation. System diagnostics determined high impedances on the lead and the system was autoreducing. A sjm representative tried reprogramming to no avail as only unintended stimulation occurred in hands (pain pattern: neck and shoulders). The patient is to consult his physician and a surgical intervention will be taken at a later date to address the issue.